Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had one pair of electrodes (8 <(>&<)> 9) that was <(><<)> 50 ohms. The rep stated that in the past 4 or 5 weeks the patient had been charging every day and they used to charge every 3 days. The rep attempted to program without using 8 and 9, but they were not successful at getting effective therapy. The rep stated they added a group with lower amplitude and rate that still used 8 and 9 because the patient felt that was the most effective for symptom control. The patient did not have a fall and there was not an obvious reason to explain the short. The patient was going to continue using the stimulation. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). They reported they checked with the patient's doctor and the cause of why the ins needs to be recharged more often and the low impedances remains undetermined and unresolved. The patient's weight at the time of the event also was unknown. No further complications were reported.

Manufacturer narrative:
Product ID: 3888-45, lot# va0e1mg, product type: lead, product ID: 3888-45, lot# va0hleq, implanted: (B)(6)2014, explanted: (B)(6)2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the device was failing and it was shocking the patient. The manufacturing representative (rep) configured it and it was still shocking her for a couple days. Patient said they were going to replace leads. Patient already working with health care professional (hcp). Patient said the manufacturing representative (rep) was supposed to bring four leads but only brought two and one of them the rep dropped on the floor. Additional information was received from a manufacturing representative (rep). It was reported that patient had 2 quad leads on both left and right side and the right side was fine but they had lost coverage on the left. The rep stated that patient decided to stop recharging the ins and had not charged it in ages since they were going to have the ins replaced anyways. Rep stated that prior to the revision in the pre-op they were unable to read the ins as it was in over discharge. The revision was supposed to occur in (B)(6)2018 but the scrub tech dropped the leads on the floor so all that was done was explant the leads and the extensions on the left side along with the implantable neuro stimulator (ins). Patient re-implanted on (B)(6) 2018. Patient had left side leads implanted and new implantable neuro stimulator (ins) and everything went fine and patient was receiving good coverage. Additional information was received from the manufacturing representative (rep) on 2018-april-04. It was reported that the manufacturing representative (rep) initially saw the patient on (B)(6)2017 in the office and noted impedance <(><<)>50 on electrode 8 <(>&<)> 9 reprogrammed patient to avoid those electrodes and told her if she did not have adequate coverage and pain control, they would recommend replacing that one lead. Rep spoke to the patient and health care professional (hcp) a week before the revision surgery and confirmed they were replacing the one lead which is why they only had 2 leads with them for the case. The cause of the device issues were unknown. On (B)(6)2018 the surgeon tried to remove the quad leads, but a couple of electrodes fell off the one lead and remain in the patient. Additional information was received from the manufacturing representative (rep) on 2018-april-10. It was reported that the patient did not mention shocking to the manufacturing representative (rep). Patient just reported charging issues which was found to be the cause of the electrode issues. Rep stated this led to lead being replaced. No patient symptoms or complications were reported in this event.